Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular lead threshold increased and was high along with the impedance increasing and was high when measured from the analyzer to the device. The physician then repositioned the lead and the threshold and impedance went back to appropriate levels. Immediately post operative, the patient became hypotensive and complained of chest pain. An echocardiogram revealed a pericardial effusion and tamponade from a perforation. An emergent pericardiocentesis was performed and fluid was removed. The patient's condition improved and a pericardial drain was left in place. The lead remains in use. No further patient complications have been reported as a result of this event.